Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 20-jul-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced an increase in pain symptoms. There was a residual volume discrepancy on (B)(6) 2018. 17cc was expected but 23cc was removed from the reservoir. Per the hcp, the catheter access port (cap) was accessed but there was no return. It was noted the cause of the event was not determined. The patient was scheduled for a pump and catheter replacement on (B)(6) 2018. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8782 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: 2018-(B)(6) product type catheter product ID 8780 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on from a health care professional (hcp) via a device manufacturer representative on 2018-oct-29. It was reported the pump and catheter were replaced on 2018-(B)(6). The hcp didn't want the devices returned for analysis. The patient's weight was provided. No further complications were reported.